Event description:
The customer reported that the insulin pump had a blank screen. Troubleshooting was performed. The customer stated that the battery was removed for several hours and re-installed, but the display continued being blank. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly. Also, corrosion was found in the motor and keypad assembly.